Manufacturer narrative:
Vyaire medical file identification: (B)(4). A third party service technician evaluated the ventilator. Investigation revealed shorten wire going on turbine, shorten to chassis and unit failed flow test. As a resolution the turbine manifold and the flow valve was replaced. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.

Event description:
The customer reported to vyaire that the lap top ventilator 1200 has vent inop (ventilator inoperable) and fio2 was out of range issues. As of this time, there is no information about patient involvement associated with this reported event.